Manufacturer narrative:
2 photos were shared by customer, where a several black spots at the purple body's microclave, outside the fluid path is observed, additionally the lot and item information are also shown, no additional damage or anomalies are noted. Complaint of particulate matter on item mc100 can be confirmed based on the photos shared by customer. However, without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos and lot number were provided. Investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where it was reported the registered nurse (rn) opened the needleless connector and found it had several small black specs inside of the item. There was no patient harm.